Event description:
Customer reported that her daughter received a "hi" (freestyle meter readings higher than 500 mg/dl display a "hi" message on the meter) message on their freestyle freedom meter and gave her child insulin. "About one hour after giving her daughter insulin, daughter had a seizure." She took her daughter to a local hospital where she was diagnosed with hypoglycemia and was given IV glucose.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.